Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn uso seal, and a cracked usb connector. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a downstream occlusion seal degradation. The event occurred before infusion, there was no patient involved.